Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the issue occurred during testing of the occlusion function by the perfusionist. The roller pump was not used for a case.

Event description:
It was reported that during use of the device for non-clinical activity the roller pump displayed a 'belt slip' and 'underspeed' message. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) reset the belt tension on the roller pump belt by adjusting the stop nut that holds the flanged bushing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.